Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unknown medicine for the peritonitis. Five days after being admitted to the hospital, dianeal therapy was discontinued (no further detail was provided). One day later, the patient was discharged from the hospital. On an unreported date, the patient passed away due to an unreported cause. It was not reported if the patient recovered from the peritonitis prior to death. No additional information is available.